Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the insulin pump was died in the middle of the night and battery not lasting. Customer had trouble in downloading but issue resolved sensors are working well. The blood glucose was unknown at the time of the incident. Customer's mother also reported that, the insulin pump issues that, the display screen was blank. Customer advised to monitor the insulin pump. The device will not be returned for analysis.